Event description:
It was reported that the patient died. A 2.75 x 32 synergy drug-eluting stent was deployed in the left main to left anterior descending artery. After deployment of the stent, slow flow was observed; and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, but the patient died.